Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported several cases of rainbow glare. Additional information requested.

Manufacturer narrative:
The field service engineer has checked the system. No problem was noted. The system meets specification per service test procedure. The root cause could not be identified conclusively. Rainbow glare is a known side effect of femto treatments. The manufacturer internal reference number is: (B)(4).